Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint that the "stapler can not be operated. Control cable torn. Reloads can not be removed." The stapler instrument was received with a stuck blue reload. The instrument was found to have an unclamp failure based on log review but it was not replicated in house. Additional finding not reported by the site: the instrument was found to have a broken grip cable at the proximal end. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-14, batch-sequence: t10180905-0035) associated with this event has been performed. Per logs, the stapler 45 was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred on the 25th use of the instrument. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. Site history review: a review of the site's complaint history showed no additional complaints for this product. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sigmoid resection surgical procedure, the customer stated the stapler 45 instrument could not be operated. The unclamping failure is reportable as a malfunction, as this reported failure mode could likely cause or contribute to an adverse event if it were to recur. Although, as a result of the alleged unclamping issue with the stapler 45 instrument, the surgeon removed extra tissue that was not intended to be removed as part of the planned surgical procedure. Removal of trivial amounts of tissue with no reported permanent functional impairment or additional procedure required because of the removal is not considered to be permanent impairment. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 25th use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer could not unclamp the stapler 45 instrument using the surgeon side console (ssc). The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse requested for the surgical staff to use a stapler release kit (srk). However, the customer could not find a srk in the drawer. While the tse was conversing with the surgical staff, the surgeon was able to remove the instrument without the srk. The control cable on the instrument was noted to be torn and the reload could not be removed. The customer used a third party stapler instrument to complete the procedure. As a result of the alleged stapler instrument issue, the surgeon had to cut extra tissue that was initially intended to be cut as part of the planned surgical procedure. It was confirmed that there were no post-operative complications to the patient due to the additional tissue removal. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the target tissue was the upper rectum wall which was noted to have regular integrity. There was no tissue tension or bunching. The surgeon also did not encounter any obstacles or hard material when the stapling issue occurred. Before the event occurred, the surgeon had issues where the stapler instrument would not completely close several times. It was further noted that the instrument had to be opened and closed several times. The surgeon made the decision to convert the procedure to traditional laparoscopic surgery in order to remove the stapler instrument. No fragment fells into the patient. The procedure was delayed about 20 minutes as a result of the alleged stapler instrument issue.